Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, non-sustained rv oversensing episodes were observed. Review of session records noted high frequency low amplitude signals. Patient was asymptomatic during these episodes. Further tests and programming changes were recommended. Patient's next scheduled follow-up is in two months.